Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins) pre-implant. A power on reset (por) occurred pre-implant. The rep did not want to use it but technical services reviewed that it was okay so the rep was going to keep it. The rep would report the por code number when known. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the specific por code number was unknown. They were not sure what the cause of the por was. The rep stated that the por resolved on its own. No further complications were reported or anticipated.